Event description:
Attorney alleges that as a result of the lead, the patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowledge that he/she could at any time be subjected to further injuries associated with the defective leads, as well as the knowledge that he/she might be advised to undergo additional surgery to correct, remove and/or replace the defective leads in the future." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with manufacturer's representative revealed that at the patient's last device check in 2007, the device and leads were "functioning normally."

Event description:
Attorney alleges that as a result of the lead, the patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowledge that he/she could at any time be subjected to further injuries associated with the defective leads, as well as the knowledge that he/she might be advised to undergo additional surgery to correct, remove and/or replace the defective leads in the future." There is no allegation from a healthcare professional that the death was device related. The cause of death has been requested and not received. Follow up with manufacturer's representative revealed that at the patient's last device check in early 2007, the device and leads were "functioning normally."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received. Attorney later alleges patient "experienced serious and dangerous side effects including but not limited to painful electric shocks to the heart, phantom fears/pain/shocks to the heart and/or failure to deliver necessary shock(s) to the heart, cardiac arrest, death, and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, need for subsequent surgery to remove and/or replace the defective device, and/or other severe and permanent health consequences" and "required health care services and did incur medical, health incidental and related expenses."

Event description:
Attorney alleges that as a result of the lead, the patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowledge that he/she could at any time be subjected to further injuries associated with the defective leads, as well as the knowledge that he/she might be advised to undergo additional surgery to correct, remove and/or replace the defective leads in the future." There is no allegation from a health care professional that the death was device related. The cause of death has been requested, and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. It is not known if the device was explanted post-mortem.the cause of death has been requested, but has not been received.